Manufacturer narrative:
Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the catheter from a bd pegasus¿ safety closed IV catheter system 24g x 0.75in. Was missing when cannula was withdrawn from a new born child. Patient transferred to another hospital to have catheter removed.

Manufacturer narrative:
Investigation: investigation summary: the specification of the complaint batch is 24g. No abnormality found in the incoming material, the whole assembly process and packing process. Investigation conclusion: the complaint sample was not returned. Based on the returned information, the failure mode caused by repetitively penetration. Bd was not able to duplicate or confirm the customer¿s indicated failure mode. Product is within specification. Root cause description: without a sample, an absolute root cause for this incident cannot be determined. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed.